Manufacturer narrative:
Literature citation: ahmet ates¸ halil can gemalmaz, mehmet ali deveci, sezai aykin simsek, engin çetin, alpaslan senköylü, "comparison of effectiveness of kyphoplasty and vertebroplasty in patients with osteoporotic vertebra fractures" mean age: 74.7 years. Gender: female(16 female, 5 male). (B)(4) (cement extravasation) neither the device nor applicable imaging films were returned to manufacturer for evaluation,therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that vertebroplasty was performed on 24 vertebrae of 21 patients. Post operatively, cement leakage into upper intervertebral disc which didn¿t cause any neurological compromise was observed in one patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.